Event description:
It was reported that the customer experienced an occlusion followed by alarms indicating issues with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the threshold or read as "high" on the cgm. Technical support instructed the customer to disconnect, attempt a bolus with a new cartridge, and eventually determined to send a replacement pump. The customer was informed that backup therapy would involve using mdi and an old pump, and a replacement pump with updated software will be sent to them with training assistance available. Delivery details and pump storage instructions were provided, and the problematic pump is to be returned to tandem with a pre-paid label.